Event description:
During a remote follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead. The suspected cause of the event was due to insulation damage, although not confirmed. The rv lead was capped and replaced to resolve the event. The patient was stable.